Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this brady lead had issues. No additional information available. Ai indicates that the representative was not able to recall the nature of the call and could not provide additional information to the event. Remains in service. No adverse patient effects were reported.